Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the assembly joint on the main body of the harvesting cannula came apart. The pa reassembled, but it felt wobbly and he did not want to use it. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed the cannula was received as a complete assembly. There was a crack in the left side of the handle above the c-ring toggle. The device was bloody. Based upon this observation, the reported failure "handle separated" was confirmed as the crack most likely caused the fitting of the components to be loose. Internal file number - (B)(4).